Event description:
Hcp reported an infection of the morphine pump. The device was explanted and returned to the MFR for analysis. Numerous attempts to get additional info from the hcp have been unanswered. A follow up report will be sent if additional info is rec'd.